Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. Additionally, evaluation of device's logs revealed that the ventilator generated technical error codes indicating power errors. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. The ventilator was investigated on site by our field service engineer and according to received information the pressure transducer board was defective. Additionally, evaluation of device's logs revealed that the ventilator generated technical error codes indicating power errors. However, customer did not accept the quote for replacement of defective parts. Therefore, no root cause can be established. Pressure transducer test calibrates and checks the inspiratory and expiratory pressure transducers. The new zero value for the pressure transducers may not differ more than ±5 cmh2o from factory calibration. During this test, the different subsystems concerned are compared. The difference between the sub-systems must not be more than ±1 cmh2o at 60 cmh2o. Recommended actions to resolve a failed pressure transducer test is to check/replace pc 1781 pressure transducer (insp. And exp.)

Event description:
Manufacturer's ref. #: (B)(4).